Manufacturer narrative:
(B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 02/10/2003 and was last repaired on 05/07/2007 for a non-related issue. Evaluation of the device observed the bent and broken tines on the right side of the comb. There was also minor wear to the roller gear and galling to the right end of the roller. The test mesh could not be performed due to the damage to the comb. The customer returned the cutter that did not pass cutter evaluation and was returned to the customer as non-repairable. The device has not been returned to zimmer surgical for maintenance or repair in seven years. Lack of preventative maintenance most likely caused the damage to the comb and roller, which most likely caused the customer's reported event. Per instructions for use, "the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher had one prong sticking up and its sharp then one prong on the roller that was broken. There was no patient harm or delay reported, and the procedure was completed with an alternate device.